Event description:
A biliary stent removal was performed with a stent retriever. The physician threaded the stent retriever into the stent. After maximum thread engagement was achieved, the physician continued to rotate the stent retriever causing the stent to severe, leaving a portion of the stent in the pt. The remaining portion of the stent was immediately retrieved with a snare. The pt is reported to be in satisfactory condition and no further complications occurred.